Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the pd catheter placed on (B)(6) 2010. On (B)(6) 2012 a home patient notified staff at (b)96) that catheter was leaking because of a hole in the catheter. A staff member observed a hole in the catheter at the point where the beta cap adapter comes into contact with the inner part of the pd catheter. The catheter was repaired on (B)(6) 2012 by (B)(6) staff member. The patient was sent for lab testing and as a precaution was prescribed prophylactic antibiotics in case of peritonitis. Labs results confirmed that the patient did have peritonitis. The patient was hospitalized on (B)(6) 2012 and the catheter was removed on (B)(6) 2012.